Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5163167.

Event description:
Voluntary medwatch received states the right ventricular (rv) lead presented with inappropriate shock. The lead was explanted in a procedure on an unknown date. During procedure it was noted the lead began to break so part of it was abandoned during the operation. No additional adverse patient effects were reported.